Event description:
It was reported that the external pulse generator would not sense. The generator has not been returned to service. No patient complications have been reported as a result of this event. It was further reported via follow-up that the issue occurred while connected to a patient, that it was resolved by changing out the temporary pacemaker and that there was no injury to the patient.